Manufacturer narrative:
The product was returned and evaluated. One collection cassette assembly and one 25ga. Vit cutter assembly were returned with a cut out portion of a tyvek labeled bl5525wvx from lot x5607. The expiration date on the label is 2025-jun-23. The assemblies were received wadded and tangled up inside a red plastic bag. Inspection of the cutter found there was dried solution visible in the tubing. The needle was bent. The port window was in the opened position and there was damage on the edges. There was debris visible all over the outer needle shaft inside the port window. The cutter looked used. The back cap was aligned correctly with the vent holes on the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system and the cutter did not cut. The inner needle was binding up and did not reach the cutting edge. The product evaluation confirmed the failure mode. Due to the evidence of use, the returned condition, wadded and tangled up, the cause of the bent needle could not be determined. The device history was reviewed and found to meet manufacturing specifications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
It was reported that during procedure, the cutter stopped working and aspiration continued normally. The cassette was changed immediately, and the procedure was successfully completed. There was no patient impact/injury due to this event.